Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, a scratched case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 400 mg/dl. The caller reported that the customer's doctor recently adjusted the insulin pump's settings. Customer's mother reported that the insulin pump was now requiring reservoir changes more often than every three days. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.